Event description:
The customer reported that during a procedure, the system would not save images and would not transfer images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.